Event description:
A pump was reported to have triggered an altitude alarm. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer support instructed the caller to clean the speaker holes and attempt cartridge reconnection, but the customer was unable to resume insulin delivery. The customer was then guided to load a new cartridge and wait two hours before trying again, with instructions to follow up if issues persisted.